Event description:
The customer reported that following a diagnostic catherization on 1999, a size 1 vasoseal vhd collagen plug was deployed in the pt. Hemostasis was achieved after a five minute hold. The pt was discharged from the hospital on 5/27/99, and at that time the physician's notes stated "no hematoma, superficial bruising noted." The pt called the hospital on 6/2/99 complaining of oozing at the puncture site. The pt went to the hospital and an examination revealed that the right groin had a large, soft ecchymotic area; the puncture site was red and swollen, and a bruit was noted on auscultation. The pt was treated for an infection with antibiotics. On 6/7/99, the pt was seen by a vascular surgeon. An ultrasound was performed and was negative for a pseudoaneurysm. No futher complications were reported.